Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had intermittent chirping with frequent low voltage advisories only when on batteries, despite changing clips and cleaning contacts. Of note, all of the 14 volt batteries needed to be recalibrated. No battery or system controller related issues were noted in the log file. However, the log captured on (B)(6) 2024 at 10:39:27 to 12:18:06 multiple pi events. It was later reported that the patient experienced more intermittent chirping on (B)(6) 2024 while on batteries. They were given new clips on (B)(6) 2024 and eight new batteries on (B)(6) 2024. Low voltage advisory alarms on device interrogation. The patient endorsed that the battery charger had green lights when they took the new batteries but still getting low voltage and intermittent chirping alarms. The white power cable looked a bit worn. In the log files, (B)(6) 2024 between 3:54:24 & 12:36:15 the patient was continuously on battery power. There was one instance when the voltage drops to < then 12 volts when on the mobile power unit (mpu). There were also a few instances where the voltages drift when on battery power. The controller was planned to be replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low power alarm issue was confirmed via log file analysis. Data on 12sep2024 to 13sep2024 was reviewed. The controller event log file revealed atypical low power advisory alarm event was captured on 13sep2024 between 11:54:59 and 12:36:12. The atypical low power alarm events did not appear to be related to depleting 14v batteries and activated as the voltage values decreased to the low limit threshold. The atypical alarms cleared as the voltage values increased above the low limit threshold and appears to be consistently associated the black power cable. Additional information reported atypical alarm issue continued while connected to the 14v batteries/clips. It was reported the 14v batteries/clips were exchanged but did not resolve the atypical alarm issue. It was recommended the system controller be exchanged. Attempts were made to obtain additional information from the customer regarding the resolution of the alarm issue and product return status; however, no additional information was provided. A root cause of atypical low power alarm event captured in the log file could not be determined. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes low power alarms. Low power alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.